Event description:
Following a left knee arthroscopy procedure, it was reported the patient had sustained a second degree post-surgical burn approximately 3cm by 5 cm in size on the posterior aspect the patient's calf. The burn was reported by patient seven days following the procedure, and the burn did not require treatment. The burn is fully healed three months after the surgery. The physician reported the burn may have occurred as a result of the detachment of the suction line during the procedure.

Manufacturer narrative:
The device was not retained by the hospital, therefore, the device is not available for investigation. A complete investigation could not be completed.